Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had rewind anomaly. The customer stated that the screen was flashing and beeping then would not rewind the insulin pump. The customer changed the battery but could not rewind the insulin pump. It was also reported that insulin was leaking into the reservoir compartment. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer = clear. Customer returned pump for alleged the pump started flashing (partial display/missing segments), started beeping, won't rewind, and leaking insulin in reservoir compartment found on (B)(6) 2021. The pump powered up properly after battery installation. No blank display, partial display, missing segments or other display anomaly noted. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .0800 inches. Rewind functioned properly during testing. Successfully downloaded the trace and history files using thus. The pump was monitored and no flashing display or beeping alert tone noted. The pump was cut open to perform a visual inspection. No damage or moisture damage was found on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery compartment, stained keypad overlay, cracked select button keypad overlay, and pillowing keypad overlay. Flashing display, beeping alarm, rewind anomaly, and moisture damage are not confirmed. Rewind functioned properly and no flashing display or beeping alert tone noted during testing. No moisture damage found during visual inspection. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.